Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion and justification status: following investigation by applied research and bioengineering, notification was received that: it is unlikely there is a manufacturing fault. None was reported by the complainant. It is likely in this case that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.

Event description:
The patient was revised due to post-op infection. Product received (B)(6), 2013; product added to complaint.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Addendum added (B)(6) 2014: upon receipt of third party report the complaint was reopened and transferred to bioengineering for review. A review was received on (B)(6) 2014 (see comact (B)(6)) stating:the third party report has been reviewed. The report describes edx chemical analysis on the surface of the stem. The report found high peaks for c, o and cr. The presence of cr and on the surface of the stainless steel material is as expected. The report contains no information to help determine the cause of the infection that led to the revision of this component. The conclusions of the previously completed report for this complaint remain valid. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.